Event description:
It was reported that, patient reports he has no mobility. Pain on inside upper hip and outer hip. Doctor has determined he needs a revision surgery.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock met specifications. The complaint history review indicated that there have been similar events for the reported family. The event was confirmed. A voluntary recall (B)(4) was initiated for abgii and rejuvenate modular stems and necks due to the potential risk associated with these devices. The reported event is considered to be under the scope of this recall.